Event description:
Healthcare professional reported right side capsular contracture baker grade I, pronounced wrinkling, device rupture with surrounding probable protein-rich liquid border and siliconomas in right axillary area and swelling, diagnosed by ultrasound. Device was explanted and replaced with non-abbvie device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma, migration, and granuloma photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe as it is not related to the device. ¿ edema: unable to observe as it is not related to the device. ¿ device wrinkling: not observed. ¿ seroma late: unable to observe as it is not related to the device. ¿ granuloma: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side capsular contracture baker grade I, pronounced wrinkling, device rupture with surrounding probable protein-rich liquid border and siliconomas in right axillary area and swelling, diagnosed by ultrasound. Device was explanted and replaced with non-abbvie device.